Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave " error 41171". No adverse effects reported.

Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. There was no evidence of the reported issue in the event log. The pump was powered up and the reported issue was duplicated. The investigation determined that a main board fault was the cause of the reported issue. The main board printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, error occurred during preventive maintenance.